Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The night of the event the patient went to sleep around 09:00 pm. When the patient went to sleep the cgm reading was 65 mg/dl. Later the patient would have lost consciousness, and when the husband discovered this, he called an ambulance. The emergencies arrived at the patient´s house around 11:30 pm. When a fingerstick was taken by the paramedics the cgm was reading 51 mg/dl and the blood glucose reading was 22 mg/dl. The patient was treated with intravenous glucose and regained consciousness an unknown time after this, and was brought the hospital. At the hospital the patient only spent 90 minutes while her condition was checked. No further medication was given but the patient was given a prescription for glucagon for future events. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.